Event description:
Reference number: (B)(6). Event occured in saudi arabia. It was reported that the patient experienced an adhesive malfunction on (B)(6), 2026, with the tape not adhering properly due to sweating. No further information is available.